Event description:
A hemodialysis user facility has reported a possible suspected dialyzer reaction. In speaking with the nurse, it was learned that the pt had been receiving dialysis with use of this product for approx 2 years. It was learned that on this date the pt had started her dialysis treatment and after 30-40 mins of undergoing dialysis, the pt has symptoms of itching on palms of hands which was getting progressively worse. The pt also developed blotches of redness on her back, hands, and neck which is reportedly itchy as well. The pt then developed edema and swelled up in her throat. The facility did trial a different brand of dialyzer and the nurse reported that these symptoms came on quicker and were worse. The facility then tried another all together different brand and again the same symptoms presented. The symptoms seem to be coming on faster. The pt is currently inpatient where they are working her up. It is not know what dialyzer they are using however the pt is being dosed with solumedrol pre treatment and is tolerating dialysis. They are currently in discussions about use of peritoneal dialysis for further treatment. It was learned that this incident did result in this pt being sent out 911 to the hospital for further evaluation. The pt was discharged on steroids. In speaking with the nurse it has been learned that this pt is in process of a referral to an allergist. A different brand of dialyzer is currently being used for dialysis. The pt is off steroids. The pt does receive a prophylactic dose of diphenhydramine for dialysis at this time. There is no sample and the lot is unk.

Manufacturer narrative:
(B)(6).